Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose was high and they had a hypoglycemic event in june. Customer's blood glucose was 307 mg/dl at the time of incident. Customer declined high blood glucose troubleshooting. No further details given.